Event description:
A malfunction was reported on the pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue did not recur after a pump reset was performed with assistance from customer technical support, and the customer was advised to monitor the pump and report any future malfunctions.